Event description:
It was reported that the lead exhibited noise. The lead impedance on (B)(6) 2011 was less than 100 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.